Event description:
During an nmarq procedure, it was reported they could no stimulate. There was no error on the carto® 3 system. A spike was seen on the ep recording system and carto but no stimulation. The pacing cable was exchanged and the procedure was completed with no patient consequences. On (B)(4), the investigation concluded that the cause of the reported issue was due to the pacing cable. On (B)(4), received additional information requested from bwi representative stating that the pacing was planned to differentiate far field signals. The physician was not trying to pace and ablate simultaneously, tried several catheters for pacing including diagnostic catheters. The stimulator used was a competitor's product (st. Jude medical). The physician did not think there was any potential risk to the patient from this pacing issue. Based on the investigation results, it was determined that the malfunction of the cable contributed to disable the stimulation and being a risk for the patient. Therefore, this complaint became reportable. Awareness date changed from (B)(4) 2014.

Manufacturer narrative:
The investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4). During an nmarq procedure, it was reported they could no stimulate. There was no error on the carto® 3 system. A spike was seen on the ep recording system and carto but no stimulation. The pacing cable was exchanged and the procedure was completed with no patient consequences. Replacement pacing cable was sent to the account. Field service engineer confirmed that after pacing cable replacement, the system was working properly. Issue resolved. System is operational. An additional second party manufacturer action (device history record review) was performed. No anomalies were noted in manufacturing or service. The customer complaint was confirmed.